Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause as to why the foreign material remained could not be determined. There was no deviation, from IFU in reprocessing steps for the locations where foreign material remained. No physical damage was found at the locations where the foreign material remained. The suggested events are detectable and preventable, by handling device in accordance with the following instructions for use (IFU). IFU states, the detection method in cf-q150l/I, operation manual "chapter 3: preparation and inspection". IFU states, the preventive measure in cf-q150l/I, reprocessing manual "chapter 3cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, foreign material was found in the plastic distal end cover, adhesive around the objective lens, adhesive on bending section cover, bending section cover, connecting tube, and up/down and right/left knob of the colonovideoscope. There were no reports of patient involvement.